Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00638. Review of the device history records did not find any deviations or anomalies. The revision surgery notes confirm that the patient underwent revision of left total knee arthroplasty. Pre-operative diagnosis notes reports that the radiographs taken shows that the tibial component was loose. It was reported in the revision surgery notes that the tibial component was completely loose with bonding of the cement from the component as well as significant fibrous material between the cement and bone. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to pain and loosening.